Manufacturer narrative:
Evaluation results: no results available since no evaluation was performed (no device or cd returned). Inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, 90% stenosis present). Evaluation conclusion: unable to confirm complaint (no device or cd returned). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 90% stenosis present). Known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).

Event description:
The physician was attempting to use a 2.75mm diameter x 18mm length endeavor sprint rx drug eluting stent to treat a lesion in the rca which exhibited 90% stenosis. The lesion was pre-dilated with two (2) sprinter balloons. The physician then attempted to implant the endeavor sprint however it could not cross the lesion. Another des stent was used to complete the procedure. When the device was removed from the patient, it was observed that the stent struts were damaged. No patient injury or other clinical sequelae were reported.